Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance no sample / underperfusion the device was not available. Only the history data was sent for investigation. Results: the device history files from (B)(4) were analyzed. A space line was inserted and volume of 170ml and a rate of 85ml/h was selected. The line was several times purge and a new volume of 85ml was selected. The infusion started with a rate of 85ml/h. A "vtbi near end " alarm occurred and 5 minutes later the volume was reached and the kvo (keep vein open) mode started. The infusion was stopped and a new volume of 85ml was selected. The infusion started with a rate of 85ml/h. The infusion was interrupted for 1 minute and after 30 minutes the infusion was stopped. During the second infusion, 59,01 ml was infused. The line was extracted. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Event description:
According to the customer: when did the failure occur: during therapy reason of complaint: underperfusion pump seen vtbi did not tally with burette physical volumes. Vtbi shown on pump was approximately 27.9 milliliters (ml) versus 85 ml on the physical burette.